Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to a laboratory result. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2017. She obtained a result of 141mg/dl using the subject device which she compared to a laboratory result of 103mg/dl performed less than 10 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for accuracy. The patient stated that she manages her diabetes with oral medication diet and exercise and it was unclear if she made any changes to her usual diabetes management routine in response to the alleged product issue. She reported that she developed the symptom of shaky a couple of weeks after the alleged product issue began. She detailed that she self-treated these symptoms with more food and drink. At the time of troubleshooting, the csr determined that the correct testing steps were carried out, the meter was set with the correct unit of measure, an approved sample site was being used, the test strips were stored correctly and within expiry and the patient¿s testing procedure was correct. The test strip vial was neither cracked nor broken. The patient¿s products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.